Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The lot number is not currently available. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No lot numbers were supplied which precludes conducting a DHR review. Given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during rotator cuff repair surgical procedure, it was observed that the pin in handle on the arthro grasper pen 45 right *ea was missing. According to the reporter, the device would not open and close. It was further reported that the surgeon could not pass suture with product and used expressew instead. It was not reported if there was a delay in the surgical procedure. It was not reported if there was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.